Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced an increase in threshold measurements. A dislodgement was suspected, but to x-ray was performed. No noise was noted and the impedance measurements were stable. It was indicated the patient would be followed appropriately. This patient was not pacemaker dependent. No adverse patient effects were reported.